Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device inspection found water invasion into the scope connector and after aeration image had no issues. Based on the results of the investigation and previous investigations, it is likely probable causes of the reported failure is due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when tried to plug the bronchovideoscope into the machine, displayed error message contact olympus and did not give any video. The issue occurred at inspection of the subject device for bronchoscopy procedure before patient in a room. There were no reports of patient harm.